Event description:
Device is now eos due to 50+ shocks due to lead fracture. Device and lead currently remain implanted. Should additional information be received this file will be updated.

Manufacturer narrative:
The device was explanted on (B)(6) 2026. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.